Event description:
Procedure: vats. According to the reporter: the device locked on tissue and the doctor placed another unit on the tissue next to the locked unit. The doctor was able to remove the locked device by cutting the tissue and then removing the device.

Manufacturer narrative:
(B)(4). (B)(4).